Manufacturer narrative:
Additional information in b5:upon follow up, it was reported that the patient was recovered from the event and the antibiotic treatment for peritonitis was disconitnued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as not maintaining hygiene. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin injection (1gm, ongoing, route, frequency not reported) and ceftazidime injection (1gm, ongoing, route, frequency not reported) for the event. At the time of this report, the patient was recovering from the event. On an unreported date, the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.